Event description:
Event description guidant received information that rapid battery depletion was suspected from this device. The device indicated end of life (eol) however, five months prior the device battery status was good. At this time was noted to be near elective replacement time. The magnet mode was 85ppm during transtelephonic monitoring 20 days before the device indicated end of life. The device will be replaced and returned for analysis. The patient had experienced pacemaker syndrome related to vvi pacing. The device was explanted and replaced.